Event description:
It was reported that the procedure was to treat a 90% re-stenosis of a non-abbott stent in the proximal right coronary artery with mild tortuosity and mild calcification. A non-abbott stent was implanted for treatment, but was not fully apposed to the vessel wall; therefore, the 4.0 x 8 mm nc trek balloon was used for further dilatation. The balloon was inflated to 12 atmospheres (atm), for 5 seconds; however, after deflation, resistance was noted with the tip of the guiding catheter during removal. The nc trek and the guiding catheter were removed as a unit. It was noted that the nc trek balloon was prepped per the instructions for use. The procedure was completed. It was noted that the steep angle of the rca ostium may have caused the resistance during removal, or the balloon rewrapping may not have been sufficient. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: fielder fc, guide cath: s-im, stent: 3.5x14 nobori. Evaluation summary: the device was returned for evaluation and the reported difficulties were confirmed. The reported winging issue was not confirmed; however, wrinkling was noted. Based on visual, functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.